Event description:
During an electrosurgical procedure, the generator would not coagulate. Coagulation was achieved by other means.

Manufacturer narrative:
The generator was evaluated with a loose active socket spring. The socket was replaced. The unit was tested, operating within specification. This is considered to be an isolated incident.